Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise event was sensed by the device.

Event description:
Related manufacturer report number 2017865-2023-48348. It was reported that during a follow up in clinic, low pacing impedance was noted on the right ventricular (rv) lead and noise was noted on the right atrial (ra) lead. Diagnostic imaging was performed and ra lead damage was observed. Abbott technical support was contacted, the device was reprogrammed, and later a revision procedure was performed. The rv lead and the ra lead were capped and replaced to resolve the event. The patient was in stable condition.